Event description:
It was reported by the rep that the (1) 35lst was used during a laparoscopic inguinal hernia procedure. It was reported that the surgeon used the device and found a tear in the outer seal. The case was completed with another instrument. There was no pt consequence.